Event description:
It was reported that device got stuck with the guidewire. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the device got stuck with the guidewire. Severe resistance was felt when the catheter was removed from the non-(B)(6) guidewire indicating a potential issue with the wire lumen of the device. The device was removed and the procedure was completed with another device. There were no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).